Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
The (B)(6) patient with pre-existing condition of hlh (hemophagocytic lymphohistiocytosis) - transplant required. Information was initially provided that the remaining part of the PICC line was removed from the patient after the hubs disconnected. Another tpn PICC line may need to be inserted. No adverse effects to the patient were reported due to this occurrence. The provided updated complaint form stated that the tpn catheter hub separated from the rest of the tpn line. The rep also reported that this was a tunnelled cvl. It has yet to be removed and is repaired and still in situ." No intervention performed. Additional information was provided stating that the issue was above the bifurcation not below so lines are intact. Nurse states they heard popping noise and hub popped off cvl; so left with cvl portion in chest that goes in to the bifurcation. On 08july2016 the manufacturer was advised that the problem was that the black outer catheter of the coaxial set travelled into the patient along the wire. The interventional radiologist was required to make a large incision (cut down) at the access site to reach the catheter to retrieve it. The patient had a 1 inch incision that required suturing and follow-up.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). Investigation - evaluation a review of the functional testing, complaint history, documentation, drawing, instructions for use (IFU), manufacturing instructions, specifications, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that gives intended use, warnings, precautions, recommendations and instructions regarding use of a double lumen catheter. The IFU includes the precaution, "extreme caution should be used in placement and monitoring." The visual inspection of the returned device consisted of 2 cm of the catheter and the manifold assembly. A visual examination noted no visual anomalies. A functional test was performed and no leaks were noted. The complaint device was returned and investigation evaluation was performed. There was no evidence to suggest the product was not made to specifications. A review of the device history record could not be performed due to the unknown lot number or identify any nonconforming events which could have contribute to this failure mode. The device failed whilst a medical professional was present who heard a "pop" as the device failed, indicating the product was either under a tensile load or internal pressure load at the time of failure. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A definitive root cause cannot be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
The (B)(6) male patient with pre-existing condition of hlh (hemophagocytic lymphohistiocytosis) - transplant required. Information was initially provided that the remaining part of the PICC line was removed from the patient after the hubs disconnected. Another tpn PICC line may need to be inserted. No adverse effects to the patient were reported due to this occurrence. The provided updated complaint form stated that the tpn catheter hub separated from the rest of the tpn line. The rep also reported that this was a tunnelled cvl. It has yet to be removed and is repaired and still in situ." No intervention performed. Additional information was provided stating that the issue was above the bifurcation not below so lines are intact. Nurse states they heard popping noise and hub popped off cvl; so left with cvl portion in chest that goes in to the bifurcation. On 08july2016 the manufacturer was advised that the problem was that the black outer catheter of the coaxial set travelled into the patient along the wire. The interventional radiologist was required to make a large incision (cut down) at the access site to reach the catheter to retrieve it. The patient had a 1 inch incision that required suturing and follow-up. Further information reported: the device was repaired, with one of our (cook) repair kits, then removed when it got infected. At the time of repair there was no infection, the device reportedly broke during the patients bone marrow transplant.